Event description:
It was reported that the caller experienced multiple alarms, specifically alarm 2 followed by alarm 26, associated with occlusion events. These events led the customer's blood glucose to display as "high," exceeding safe levels, indicating an adverse impact. To address the high blood glucose, the customer administered a correction bolus using the pump and subsequently changed the infusion set and cartridge to resume insulin delivery.